Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shocking impedance on this right ventricular (rv) lead had been gradually increasing and eventually reached greater than 125 ohms. No adverse patient effects or interventions were reported. This rv lead and the associated cardiac resynchronization therapy defibrillator (crt-d) remain in service.